Manufacturer narrative:
H3/h6: the system was serviced in the field. And there was a software failure. Patient scans were deleted to free up space. And the issue could not be replicated. Codes b01, c10 and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue occurred, during a functional endoscopic sinus surgery (fess) procedure. There was a 10 minute delay. And no impact to the patient's outcome. The cause of the error was likely, due to low memory space. Deleting patient scans resolved the issue. And it was unable to be replicated.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured multiple "cleared user-facing low performance warning" and posted low performance warning to user during the navigation task which caused the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site was navigating when a low performance message appeared in the navigation views and the remainder of the view went black. The site could not navigate any instruments during this time and that they tried multiple ports on the instrument interface. This is normal when the low performance message was displayed. It was recommended turning off any exams, models, and plans that were not needed during that portion of the procedure in an attempt to resolve.

Manufacturer narrative:
H2) please see section d3-4 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.